Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.